Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the escape key on the customer's insulin pump was not sensitive. The patient's blood glucose was normal and did not require medical treatment. No further details were given. The insulin pump will be returned for analysis and the customer will receive a replacement device.

Manufacturer narrative:
The act and esc buttons did not respond due to corroded keypad traces. The pump had minor scratches on the display window and a cracked reservoir tube lip.